Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that the helium tank on the cardiosave intra-aortic balloon pump (iabp) keeps running out. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
It has been determined that this record is a duplicate report for the event in MDR 2249723-2021-01556. Please cancel this record in your database.

Event description:
It has been determined that this record is a duplicate report for the event in MDR 2249723-2021-01556. Please cancel this record in your database.